Event description:
It was reported that the patient's implantable cardioverter defibrillator incorrectly interpreted true arrhythmia for supraventricular tachycardia (svt) and failed to deliver high voltage therapy. The episode self-terminated. Programming changes were made. The patient was stable.